Manufacturer narrative:
Device evaluated by manufacturer. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-01298. It was reported that the patient felt pain or discomfort in the area were two coils were implanted. In (B)(6) 2013, the patient undergone varicocele embolization treatment procedure. A 6mmx20cm .035 interlock 2d were both selected for the procedure. Two coils were implanted successfully into the target vessel. Post-procedure, the patient began to feel discomfort in the area where the two coils were implanted. The patient was informed by their physician that this type of pain was not normal. 2 x-ray photographs, 2 ultrasounds, and 1 "tac" was performed in the abdominal area; however no results were provided. No further complications were reported.